Manufacturer narrative:
(B)(4) the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection reflin 1 gram, once a day (route not reported), injection of tobramycin 40 milligrams, once a day (route not reported) and heparin (dose, frequency and route not reported) for peritonitis. At the time of this report the patient remained under treatment and outcome of this peritonitis event was not reported. Dianeal therapy was ongoing. No additional information is available.